Manufacturer narrative:
Based on the information provided, it cannot be determined that the patient's hospitalization for a deep wound infection and wound closure are related to v.a.c.® therapy. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2016, kci received the following information from the wound care nurse: the patient was hospitalized on (B)(6) 2016 and the wound was surgically closed. On (B)(6) 2016, kci received the following information from the wound care nurse manager: the patient was on v.a.c. ® therapy and developed a deep wound infection. The patient was admitted to the hospital on (B)(6) 2016 for further treatment to resolve the infection. A relationship of the hospitalization due to an infection and the use of v.a.c.® therapy treatment could not be ruled out. Further details of the patient's treatment for the wound infection were not provided by the hospital, but information was provided that the wound was surgically closed prior to the patient's discharge. No additional information is available at this time. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci quality engineering and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence to confirm the customer complaint.